Manufacturer narrative:
Visual inspection of the device revealed the luer fitting has separated from the irrigation tubing and it was not received with the device. He separation occurred at the adhesive joint between the tubing and luer fitting. Dried body fluid was found on the handle, shaft and distal end. Dried saline found on the distal end and inside several irrigation ports.

Event description:
It was reported that irrigation could not be performed. A intellanav mifi open-irrigated ablation catheter was selected for a ablation procedure. During ablation the catheter and the irrigation tube got damaged and irrigation could no longer be performed. The catheter was removed from the patient and replaced. The procedure was completed with no consequences to the patient.

Event description:
It was reported that irrigation could not be performed. A intellanav mifi open-irrigated ablation catheter was selected for a ablation procedure. During ablation the catheter and the irrigation tube got damaged and irrigation could no longer be performed. The catheter was removed from the patient and replaced. The procedure was completed with no consequences to the patient.